Manufacturer narrative:
Device analysis: a mechanical issue was reported along with extrusion. The ambicor cylinders and pump were visually inspected; a clear crystalline structure was noted inside the components. Ftir analysis was completed in attempts to identify the substance; however, the results were inconclusive. This foreign material was not concluded to be related to the complaint received. No other damage was noted. Device analysis was unable to confirm the reported events related to extrusion nor the allegations of a mechanical issue.

Event description:
It was reported that the patient's ambicor penile prosthesis needed to be revised due to system failure and pump extrusion. No further patient complications reported in relation to this event. Two ambicor cylinders were received for evaluation. It is assumed that this surgery has occurred and the ambicor cylinders were removed and returned. No other paperwork was received with the returned product.